Event description:
A falsely elevated ctni results of 1.16 ng/ml was obtained. This result was reported to the physician. Subsequent testing on the same analyzer, following a sequential sampling protocol, read 0.04 ng/ml. The original sample was retested on the same analyzer and gave 0.0 ng/ml. Patient was prepared for cardiac catherization, but not initiated due to test results with sequential sample and repeat test of inital sample. Analysis of instrument performance (qc data) did not identify an instrument failure. Sample integrity is the most likely cause of the falsely elevated result.